Manufacturer narrative:
Event date is estimated as the first issue the customer experience occurs on (B)(6) 2025. Hence, the case is created at this date (awareness date). The problem then occurs again 0n (B)(6) 2025 and the measurements are obtained at this date and reflected in this report.

Event description:
According to the complaint the customer experienced not reliable results on ph, ca and k. However, only the below measurements have been provided for ph and sbe: (B)(6) 2025, 04:20 ph 6.997 (discrepant), (B)(6) 2025, 05:17 ph 7.027 (discrepant), (B)(6) 2025, 05:52 ph 7.065 (discrepant), (B)(6) 2025, 06:20 ph 7.360 (comparison measurement). (B)(6) 2025, 04:20 sbe -19.9mmol/l (discrepant), (B)(6) 2025, 05:17 sbe -19.5mmol/l (discrepant), (B)(6) 2025, 05:52 sbe -17.8mmol/l (discrepant), (B)(6) 2025, 06:20 sbe -3.3mmol/l (comparison measurement). According to the customer, the issues for ca and k are fixed.

Manufacturer narrative:
The customer has on 21feb2025 provided the following additional measurements, which they do not believe (discrepant measurements). Cna+ 104mmol/l (expected 139mmol/l), ccl- 83mmol/l (expected 110mmol/l) and cthb 7,8g/dl (10,7g/dl). The radiometer investigation is still in progress.

Manufacturer narrative:
The radiometer investigation is completed. The review of the device data revealed a problem with the ph calibration experienced as sensitivity errors and shift in status values on 2025-02-05 shortly after discrepant measurements with ph were experienced. The errors identified indicate that, e.g. Contamination or leakage in the ph measuring chamber probably impacted the sensor signal. Upon investigation of the customer device (externally at the facility of level 1), it was determined that the ph/bg (blood gas analyzer) measuring chamber was broken. It is believed that the defective measuring chamber is the probable cause of the described error modes (contamination or leakage), which may both have impacted the sensor signals and altered the sample composition.